Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Manufacturer narrative:
During failure analysis, the reported event was not confirmed for the returned handpiece. The repair technician evaluated the handpiece and did not report observing any failures or malfunctions.

Event description:
It was reported that during use at the user facility, splinters of material were coming out of the core saber drill. It was reported by the user that the nature of the splinters was unknown and that a wire brush had been inserted into the attachment. The associated procedure was completed successfully. No adverse consequences, no medical intervention, no surgical delay were reported with this event.

Event description:
It was reported that during use at the user facility, splinters of material were coming out of the core saber drill. It was reported by the user that the nature of the splinters was unknown and that a wire brush had been inserted into the attachment. The associated procedure was completed successfully. No adverse consequences, no medical intervention, no surgical delay were reported with this event.